Event description:
It was reported that ventricular oversensing of noise by the pacemaker was present. Technical services discussed different programming options for reducing/eliminating false storage of ventricular episodes. The pacemaker and right ventricular lead (non-boston scientific product) remain in service.